Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Twists were observed in the imaging window assembly during visual inspection. Microscopic inspection observed the imaging window was twisted. Based on the evidence, the reported allegation of catheter resistance/friction and material twisted was confirmed, since the twists found during the product analysis that could have contributed to the reported issue.

Event description:
It was reported that catheter twist occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. An opticross 18 vascular imaging catheter was advanced with jupiter s6 guidewire. However, a resistance was felt and when the entire catheter was pushed, the device twisted. The product was simply pulled out, and the procedure was completed with another of the same device with the same wire. No complications were reported.

Event description:
It was reported that catheter twist occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. An opticross 18 vascular imaging catheter was advanced with jupiter s6 guidewire. However, a resistance was felt and when the entire catheter was pushed, the device twisted. The product was simply pulled out, and the procedure was completed with another of the same device with the same wire. No complications were reported.